Manufacturer narrative:
Event date is estimated.

Event description:
During a follow-up, loss of capture threshold was observed on the right ventricular (rv) lead. Additionally, noise was observed on the rv lead. The rv lead was capped and replaced to resolve the event. The patient was stable.